Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device was used to treat a heavily calcified lesion in the mid segment of the left anterior descending artery (lad), which was 80% stenosed, was mildly tortuous, and had a diameter of greater than 2.5mm. Twenty runs were performed on low and high speed. Slow flow occurred in the mid lad after the treatments. The slow flow was resolved after 20 minutes with vasodilators and balloon angioplasty. The flow was restored to normal, and the patient was stable.